Manufacturer narrative:
The farawave pulsed field ablation catheter was not returned to boston scientific's post market laboratory for analysis, as it was disposed of. However, the reported clinical observations were confirmed based on media analysis of a photo of the device. The photo showed that the flush port had adhesive material on it.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter had a dusty residue on the handle. It was decided to proceed using the catheter in the procedure. The procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter had a dusty residue on the handle. It was decided to proceed using the catheter in the procedure. The procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.